Event description:
A report was received that the patient's ipg would no longer hold a charge. It was also noted that the patient was experiencing pocket site irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg would no longer hold a charge. It was also noted that the patient was experiencing pocket site irritation. The patient will undergo an explant procedure.